Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Event description:
It was reported that pairing failed occurred on (B)(6)2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and pairing failed was found for another transmitter within the investigation window. The allegation was confirmed. The probable cause cannot be determined post investigation. The reported event of pairing failed is reportable based on the signal loss found on data investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)